Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve, on stapling the stomach, the surgeon was not able to squeeze the handle and the reload could not be fired when the stapler¿s green button was pushed. Replacement of the load was done to complete the case. There was no patient injury.